Event description:
Boston scientific received information that loss of capture was noted on both the right atrial and right ventricular lead for this patient. It was determined that the leads had dislodged due to twiddler's syndrome. The leads were repositioned with no additional adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is not noted if this is the ra or rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.